Event description:
Per the clinic, the patient experienced performance and sound quality decrement over the years. Short circuits were noted on two electrodes. Reprogramming attempts were unsuccessful in alleviating the issue. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.